Event description:
It was reported that the balloon on the fogarty catheter ruptured and a piece separated in the patient's vessel. The procedure was a percutaneous embolectomy of the native right femoral artery, performed without a sheath. No anomalies were noted during pre-use testing. The vessel was described as having thick plaque. No resistance was noted by the physician. After the 4th pass, the surgical technician noted the deflated, incomplete balloon and informed the physician. No attempt to retrieve the fragment was made; the surgeon stated it would flush out. At last report, the patient was stable and there had been no complications.

Manufacturer narrative:
As reported by the customer, operator error was involved and the catheter was not going to be returned for evaluation. The complaint could not be confirmed without return of the device. A review of the manufacturing records could not be done without a lot number. Review of the available information does not make it possible to conclusively determine the cause of the event with certainty. No actions will be taken at this time.